Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was opened for use in a procedure performed on unknown date. According to the complainant, during preparation, there was a hole noted outside the sterile package and the internal device broke away from the actual main fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Date of the event was approximated to (B)(6) 2019 as no event date was reported. Problem code 2385 captures the reportable event of hole on the peel package. Investigation result: one flexiva 200 laser fiber was returned broken in the hoop. The first piece measured approximately 13.6 cm from the top of the connector to the break. The second piece measured approximately 305.1 cm from the break to the distal tip and was kinked. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. Event problem and evaluation codes statements has been corrected.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was opened for use in a procedure performed on unknown date. According to the complainant, during preparation, there was a hole noted outside the sterile package and the internal device broke away from the actual main fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.